Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The customer confirmed no photos/videos available and no reports from instrumentation used. The instrument and instrument packaging was intact with no apparent issues. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is possible the failure to function that led to a delay in the procedure occurred due to the following causes: poor connection between td-tb400 and tb-0535fcs. Poor connection between td-tb400 and usg-400. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. Be sure to fully insert the transducer plug into the usg-400. Otherwise, an unsecure connection may result in unexpected disconnection of the transducer plug, resulting in no output which could lead to potential bleeding. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been discarded and will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that three thunderbeat 5 mm, 35 cm, front-actuated grip type s failed to function right from the start during a robotic liver resection. The problem persisted even when using other parts from the same batch, which extended the procedure for more than 30 minutes. The extension of the procedure was not clinically relevant except for the risks associated with lengthening any surgical procedure. There was no harm or user injury reported due to the event. The instrument and its packaging were inspected prior to use and no issues were noted. This event is reported under the following related patient identifiers: (B)(6) - thunderbeat 1/3. (B)(6) - thunderbeat 2/3. (B)(6) - thunderbeat 3/3. This medwatch is for patient identifier (B)(6).